Event description:
A user facility reported that the intraoculaar lens (iol) was stuck in the cartridge of the iol delivery system. It was reported that there was no patient impact associated with this event.